Manufacturer narrative:
Device passed the displacement test and rewind. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected rewind anomalies noted. No unexpected low battery alarm anomalies noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was not able to run any tests over prime anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed. Insulin pump will not be returned for analysis.